Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during retraction of a pta balloon catheter, the balloon catheter allegedly became stuck in the 6fr sheath. Allegedly, there was some difficulty retracting the balloon catheter through the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. The distal end of the balloon protruding out the introducer sheath was bulged in appearance. The catheter was kinked 8.2cm and 12.5cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. There were no other anomalies noted on the catheter. The sheath tip was examined under microscopic magnification and was observed to be flared out, likely indicating retraction issues. The proximal end of the introducer sheath was examined under microscopic magnification and bunching was observed, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issues. The balloon was unable to be retracted through the introducer sheath. The balloon was advanced out of the introducer sheath without issue. The inflation hub was connected to a in-house inflation device. An attempt was made to inflate the balloon. The balloon was inflated to rated burst pressure (15 atm) with no issues. There were no leaks or loss of pressure observed. The balloon was then deflated without issue. The balloon was unable to be retracted through the introducer sheath due to the bunching on the proximal end of the introducer sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for sheath retraction problems based on the condition of the returned sample (i.e. Balloon returned within introducer sheath and sheath tip flared). The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta dilatation balloon catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.